Event description:
A report was received that the patient was having inadequate and non-target stimulation after a non-device related fall. The leads had migrated and were damaged after the fall as confirmed by x-ray. The leads were severely bent. The physician suspected device malfunction because of the fall. The patient underwent a revision procedure wherein the leads and lead splitters were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #:(B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility.